Manufacturer narrative:
Samples are collected in plastic bd sodium heparin tubes without gel. Customer noted that the patient sample appeared "normal". The customer centrifuges samples at 6,000 rpm for 7 minutes at room temperature in an angled swinging bucket centrifuge. The specimen was sampled from the primary tube and processed via the cta when analyzed on the dxc 600i analyzer. The specimen was also sampled from the primary tube when tested on the different instrument. Accutni qc is run once every 24 hours and was within range prior to the event. System check data was not provided. Customer declined call center's offer to dispatch service at this time. A clear root cause for this event has not been determined to date. Note: this reportable event was identified during a retrospective review of complaints for additional events/occurrences.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result, in the risk stratification range, generated by the unicel dxc 600i synchron access clinical system for one patient. Repeat testing on another instrument gave a result within the normal range. The erroneous result was reported out of the lab. The customer noted that patient was admitted to the hospital from ER, but is unaware of any change to patient treatment attributed or connected with this event.